Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapies and inappropriate hv shock for atrial fibrillation. Programming changes were made. Patient&#38112;condition was good.